Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shocks for a supraventricular tachycardia (svt). A health care professional (hcp) inquired about programming options. Technical services (ts) reviewed the stored episode and discussed potential programming options. No further assistance was requested at this time. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.